Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's atrial lead was fractured. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual and x-ray examination found damage which is consistent with the procedure. Electrical testing did not find any indication of conductor fractures but found shorts due to procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found full breach insulation degradation at 2.3 cm from the distal tip.